Event description:
The customer stated that she was hospitalized with a blood glucose reading over 600 mg/dl. The customer also stated that the buttons on the insulin pump were unresponsive. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. A tubing clamp was not available to perform the high pressure test. The insulin pump alarmed button error prior to the event. There were also cracks observed in the insulin pump's casing. The customer stated that her high blood glucose was caused by the infusion set having a bent cannula and leaking from the insertion site. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed button error, due to corrosion on the keypad traces.